Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. The hypotube of the device has numerous kinks. There was a hypotube separation 56.5cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with blood and contrast present in the balloon folds.

Event description:
It was reported that shaft break occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, while pushing through the sheath, the shaft break. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the condition of the patient is fine.

Manufacturer narrative:
B3 date of event - corrected from 08/01/2021 to 08/19/2021. B5. Describe event or problem- corrected and updated.

Event description:
It was reported that shaft break occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, while pushing through the sheath, the shaft break. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the condition of the patient is fine.

Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that shaft break occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, while pushing through the sheath, the shaft break. The procedure was completed with another of same device. There were no patient complications nor injuries reported.